Event description:
According to the reporter, when the device was turned on, it locked up during boot-up at the amber colored screen and were not able to turn it off by pressing the power button. The biomed has been unable to replicate the reported malfunction.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.